Event description:
It was reported that within a month of implant, the right ventricular (rv) lead was found to be dislodged. The helix was observed to be retracted; following implant, the lead helix had been observed via x-ray to be extended. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.